Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteral stenting procedure to be performed in the right ureter on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the mid-section of the stent was broken. The procedure was completed with another polaris ultra stent. There were no serious injury or adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteral stenting procedure to be performed in the right ureter on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the mid-section of the stent was broken. The procedure was completed with another polaris ultra stent. There were no serious injury or adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Block h10: investigation analysis: a polaris ultra stent was returned for analysis. A visual evaluation of the returned device found that the stent middle section was broken. The detachment was located in a sideport hole. The suture string was returned properly cut. No other anomalies were noted. Based on the product analysis, the failure found (stent broken) is an issue that could have been generated by the user or due to the interaction of the device with the suture string or other devices used in the same procedure. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.